Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5087922/5088334.

Event description:
It was reported that the patient was having inadequate pain relief. All devices were explanted and will not be returned.